Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were scrolling and that she experienced a low blood glucose (bg) due to an incorrectly programmed bolus. The patient stated that the keypad had not been responding well for two to three days, and that on the evening of (B)(6) 2012 the patient was attempting to deliver a two unit bolus, and the keypad button issue caused scrolling so that a five unit bolus was programmed and delivered. The patient attempted to stop the bolus delivery, but the keypad buttons would not respond. The patient could not identify how much of the inadvertent bolus she received, but she believes she received more than three units. The patient stated that her bg went down to 37 mg/dl due to over-bolusing. The patient did not report any signs or symptoms of hypoglycemia and stated she was able to treat on her own. The patient stated that she discontinued the pump and went on a back-up plan for insulin delivery. During the call with animas customer support, the patient attempted to check the bolus history to see how much of the inadvertent bolus she had received, but was unable to appropriately view the history due to the scrolling. The patient stated that the keypad buttons felt "flat and mushy". She confirmed that the keypad is intact; stated that she wears the pump underneath clothing; and denied cleaning the pump. This complaint is being reported because the patient experience hypoglycemia after reportedly receiving an over-bolus caused by keypad button issues.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. The buttons feel flat and do not spring back appropriately with button presses. There was evidence of adhesive found under all key contacts, and the button contacts were found to be inverted. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.